Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump will intermittently get hot to touch while attempting to charge. Subsequently, the pump would not charge if it was hot to touch. The customer's blood glucose level was "high." Customer delivered a correction bolus to address high bgs. Customer continued to use current pump for insulin therapy.